Event description:
The customer reported that the screen on this central nurse's station (cns) froze then all the screens went black and rebooted. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the screen on this central nurse's station (cns) froze then all the screens went black and rebooted. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied by stating; we don't have record of every device on the cns.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on this central nurse's station (cns) froze then all the screens went black and rebooted. There was no patient injury reported. Investigation summary: after reviewing the provided logs, nkc was not able to determine a root cause. The customer replied by stating; we don't have record of every device on the cns. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the screen on this central nurse's station (cns) froze then all the screens went black and rebooted. There was no patient injury reported.